Event description:
Chipped tooth [tooth fracture]. Scratch/abrasion/gouge-gumline, jammed metal shaft into gumline [gingival injury]. Soreness/pain-gums [gingival pain]. Temperature-based tenderness/sensitivity in molar section of teeth [sensitivity of teeth]. Brushheads falling of, (jammed metal shaft into gumline) [device breakage]. Case description: the consumer, a (B)(6) year old male used the oral-b sonic complete toothbrush form (B)(6) 2014 to (B)(6) 2014 and reported that the brush head is falling off into his mouth immediately after use. The toothbrush was purchased 3 years ago and the brush heads were purchased 2 years ago. The first time this happened the metal shaft jammed into his gum line, which caused a scratch and soreness in his gum line as well as sensitivity in his tooth, all beginning (B)(6) 2014. He believes this may also caused a chip in his tooth beginning (B)(6) 2014. He consulted a dentist via telephone and has an appointment scheduled. He denies that the toothbrush or brush heads have ever been dropped. He is currently using organic toothpaste without fluoride for brushing his teeth. The outcome of the chipped tooth and tooth sensitivity is not recovered/not resolved. The scratch and soreness in his gums both resolved 2-3 days later. Self-treatment included gargling with salt water and taking tylenol orally. Product use was discontinued. The overall case outcome is improved. Relevant history: allergy - none. The consumer reported that he had used the exact product previously. No further info provided. (B)(6) 2014 review of initial telephone contact with consumer revealed that he bought an oral-b sonic complete toothbrush about 2 years ago and it has been fine. About a week or so ago, he replaced the brushhead with a brand new one. While brushing his teeth with the new brushhead on, and without doing a big brushing motion, the brushhead popped/fell off since and the shaft of the toothbrush, the little steel piece underneath, jammed into his gums. He immediately replaced the brushhead that had fallen off with another new brushhead and reported that it too seemed to be falling off and not hanging on. When the incident occurred the metal shaft of the toothbrush jammed in, went off his tooth and into his gum. He thinks he may have a chipped tooth when this happened. He recorded that when the toothbrush jammed into his gum it caused an abrasion to the gum and that the gum was sore for about 2 or 3 days. He described the abrasion as both a scratch and a gouge to his gum. He believes that the toothbrush chipped a booth in his molar section and he has an appointment with the dentist today to evaluate if in fact his tooth was actually chipped. He reports that there is temperature-based tenderness/sensitivity in that area that didn't use to be there. He clarified that the sensitivity is in his tooth, not his gums. The soreness/pain in the gum began immediately after the incident occurred and healed in about a day and a half. The abrasion/scratch to the gum began immediately after the incident occurred and healed in 2 days. He bought the brushheads about 2 years ago, and he changes them about every 3-6 months. He started using this particular pack of heads a month ago and stopped using both the toothbrush and brushheads about a week ago, when the incident occurred. He has been using his old toothbrush since then. He brushes his teeth twice a day for about 2 minutes. He has consulted a dentist via telephone but has not received any medical treatment for his symptoms yet. He gargled with salt water for a few days and that seemed to relieve the pain, he also took a tylenol orally for the pain on the first day. He reported the lot# of the oral-b sonic complete toothbrush as a823416220f and the model# as 4717. The consumer confirmed that the brushheads are oral-b sonic, 4-pack, powered by braun. He denies that the toothbrush or brushheads have ever been dropped. He is currently using organic toothpaste that does not contain fluoride to brush his teeth. The consumer reported his date of birth as (B)(6). The case outcome is improved. Relevant history: allergy - none. No further info was provided.

Manufacturer narrative:
December 16, 2014, received lot check results. A lot check has been completed. No other complaints were received for lot a823416320f. No further info was provided. Product was not provided by the reporter.